Event description:
Or table button stem broke off and laid sideways over the switch inside the switch housing causing the trendelenburg function to run continuously. It eventually burned up the overload for the solenoid.